Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient via a manufacturer representative indicated that, after surgery, the patient was "out of it for 36 hours", so as a result, the doctor permanently shut down his pump. The patient had an appointment on (B)(6) 2025 with the doctor to discuss replacing the pump. No other information was available at this time.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing baclofen (1250 mcg/ml at 309.7 mcg/day), bupivacaine (11mg/ml at 2.75mg/ml), and dilaudid (hydromorphone) (30mg/ml at 7.433mg/ml). It was reported that the patient was not experiencing adequate pain relief despite increasing pain medication dose. There were no environmental/external/patient factors that were reported. The healthcare provider decided to do a removal of the spinal segment of catheter and replace with a new spinal segment of catheter to hopefully improve pain relief. The issue was resolved at the time of this report. **omitted information pertaining to overdose see pe (B)(4).

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6) implanted: (B)(6) 2015. Explanted: (B)(6) 2025. Product type catheter upon further investigation of this event, the related information regarding overdose post catheter replacement has been split from this event and will be reported separately. See related regulatory report 3004209178-2025-21776 for overdose after catheter replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing baclofen (1250 mcg/ml at 309.7 mcg/day), bupivacaine (11mg/ml at 2.75mg/ml), and dilaudid (hydromorphone) (30mg/ml at 7.433mg/ml). It was reported that the patient was not experiencing adequate pain relief despite increasing pain medication dose. There were no environmental/external/patient factors that were reported. The healthcare provider decided to do a removal of the spinal segment of catheter and replace with a new spinal segment of catheter to hopefully improve pain relief. The issue was resolved at the time of this report. Additional information was received from a consumer regarding a patient reporting that the patient was overdosing on dilaudid. It was reported that they got their catheter replaced on tuesday and repositioned. The pump was also refilled and reprogrammed. The patient had been severely sick ever since and they had to call 911 and already been in the hospital for over 12hrs and wondering if there could be a way to turn the pump off. Agent redirected the caller to their managing hcp for further assistance.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-jan-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the catheter found no significant anomalies; catheter body-dried drug, blood or foreign material occlusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.